Manufacturer narrative:
Concomitant medical products: w1dr01, ipg, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited over-sensing and inhibition of pacing. The lv lead was removed partially and replaced. No patient complications have been reported as a result of this event.